Event description:
The customer reported to the manufacturer a calibration issue that is preventing the bed exit monitoring system from functioning properly. Additionally, he mentioned that a patient had fallen from the bed without injury.